Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Visual inspection of the pump revealed significant amounts of biomaterial on and around the impeller. No other abnormalities were noted. Functional testing of the pump was able to reproduce the suction alarms and low flows. Based on the available information, the most likely root cause of the low pump flows was ingested biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 38-year-old female patient implanted with the impella 5.5 for mechanical circulatory support began to experience lower flows than expected in the operating room (or). The flow rate gradually decreased from 4 l/min to 3.2 l/min with constant "suction" alarms. The pump was confirmed to be in the proper position via echo, and repositioning did not resolve the issue. The clinicians observed clots on and the cannula via echo, and clotting was observed in the inferior vena cava (ivc). Ultimately, the decision was made to exchange the pump. No further information was provided. There was no reported harm to the patient.